Event description:
It was found during testing that a pump was alarming for downstream occlusions. There was no patient involvement since the error was found during testing.

Manufacturer narrative:
Manufacturer reference no.: (B)(4). The device was returned and evaluated by baxter. The symptom "downstream occlusion alarms" was confirmed and reproduced. It was caused by a failing downstream sensor. As a result, the downstream sensor was replaced.